Event description:
A malfunction occurred during a bolus, but there was no adverse impact to the customer's blood glucose level. The malfunction code displayed was malf 9, and a fault ID was available. Technical support provided pump reset information and assisted the customer with resetting the pump, after which the malfunction code did not recur.